Manufacturer narrative:
The product subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that the product snapped and fell into the surgical site during a procedure. The product was subsequently removed and no adverse consequences were reported.